Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown. The device serial or lot number was unknown; therefore, UDI: (B)(4). Device manufacture date was unknown.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device stopped working during the procedure. It was reported that the procedure was delayed/stopped for one hour due to the motor device not working. It was reported a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.